Event description:
Began using a philips CPAP in 2014. Diagnosed with lung cancer in january 2021. Prior to lung cancer diagnoses, suffered from chronic bronchitis and respiratory tract irritation. Refer to add'l documents in i2k.